Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the catheter tip came loose when opening the packaging.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9899219. Documentary investigation was done and no issue were registered during production. But in january, we received one used sample, after desinfection it was observed that the tip was broken. We can observed the tip was broken and we found the presence of glue on the tip. Checking the quality database revealed one change control possibly in connection with the described defect: cc tw (B)(4) "packaging - addition of longitunal precuts" opened on september 2013 and closed on january 2014. Since implantation of change control tw (B)(4), it is strongly recommended to use longitudinal precuts. Transversal precut is not recommended and should be used with great caution. In addition, on march 2025, the quality team performed tensile test on folysil tips to check the conformity of tip hold. Tests were done on folysil ch14 received sealed and sterilized from our stock. The technical specification for tensile from ch14 to ch20 is = 20n. The results are between 23 and 51n with a mean at 38n. So the tips hold is conformed with our specification. A rmf evaluation was performed based on criq247, risk identfied 11200 (hazardous situation: catheter cannot be introduced (or with difficulty)).the evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level (except risk 11500). Based on this, we can conclude that residual risks except for risk 11500 are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the catheter tip came loose when opening the packaging.